Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, irritable bowel syndrome, gastroesophageal reflux disease, cholecystectomy, sinus operation, breast biopsy, foot fracture, drug allergy, drug hypersensitivity, allergic reaction to analgesics, shooting pain and uterine bleeding. Concomitant products included docusate sodium, ibuprofen, omeprazole, omeprazole (protonix), paracetamol (acetaminophen), ranitidine and tramadol. In (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2017, the patient experienced menorrhagia ("heavy periods / blood clot / abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps / lower stomach pain, middle"), nausea ("nausea"), anxiety ("anxiety"), depression ("depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube), oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea, anxiety, depression, female sexual dysfunction, migraine, headache and abdominal pain outcome was unknown and the abdominal pain lower, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2004 and 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Ultrasound scan - in 2004: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, abdomen pain, lower abdominal pian, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, irritable bowel syndrome, gastroesophageal reflux disease, cholecystectomy, sinus operation, breast biopsy, foot fracture, drug allergy, drug hypersensitivity, allergic reaction to analgesics, shooting pain and uterine bleeding. Concomitant products included docusate sodium, ibuprofen, omeprazole, omeprazole (protonix), paracetamol (acetaminophen), ranitidine and tramadol. In april 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In march 2017, the patient experienced menorrhagia ("heavy periods / blood clot / abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps / lower stomach pain, middle"), nausea ("nausea"), anxiety ("anxiety"), depression ("depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube), oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea, anxiety, depression, female sexual dysfunction, migraine, headache and abdominal pain outcome was unknown and the abdominal pain lower, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion apr-2004 and 2005 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Ultrasound scan - in 2004: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, abdomen pain, lower abdominal pian, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), migraines / headaches, dysmenorrhea (cramping), abdominal pain. Outcome of event abdominal pain lower, menorrhagia were updated. Reporter information, medical history, concomitant drug, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), nausea ("nausea"), anxiety ("anxiety"), menorrhagia ("heavy periods / blood clot") and depression ("depression"). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, nausea, anxiety, menorrhagia and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, menorrhagia, nausea and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.